Event description:
It was reported that the programmer would not connect to the software distribution network (sdn). The caller cycled power while the programmer was attempting connection and would still not connect. Technical support (ts) suggested to caller to connect directly to modem and not router. Also, suggested the use of a universal serial bus (usb), if available or try another location for connection to the sdn. Finally, try another xircom card if available. The programmer has been returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer was unable to update software via the software distribution network and the hard drive was attempted to be reimaged and the software reloaded to resolve however the hard drive was unable to be reconfigured and therefore it was replaced. Analysis also found that the floppy drive would not read a diskette and that the system fan was noisy. The floppy drive and the system fan were both replaced. Product ID: 229047 software analyzer. (B)(4).